Manufacturer narrative:
Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high thresholds on the right atrial (ra) lead. It was suspected that there may be the start of a ra lead fracture. The ra lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.